Event description:
The initial report stated that the balloon broke upon insertion. No further details were made available; however the eval results for this product determined that an aneurysm was present in the balloon membrane. It is unlikely that the balloon was inserted in the pt at the time of this incident. It was reported that the pt was not injured as a result of this incident.